Manufacturer narrative:
Lot number for complained device is unknown. Two different lot numbers were used during the procedure and the sales representative is unable to provide which one was involved in the reported malfunction. (B)(4)

Event description:
It was reported that during a hip scope procedure, the blade was shedding metal flakes. All debris was flushed from the site and a backup was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time.